Manufacturer narrative:
Upon evaluation by the stryker technician, there was a yellow oil observed. However, the hydraulic fluid used within the device is red, so it cannot be confirmed the oil was from the ambulance cot mechanics.

Event description:
It was reported by service report that the power pro was leaking fluid. No pt involvement or adverse consequences are reported.